Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump dispensed insulin from the end of the tubing during the load cartridge phase. The reporter stated that the pump began alarming for loss of prime; the patient reportedly completed the prime step multiple times but the pump continued to alarm for loss of prime. The patient was confirmed to be disconnected from the site prior to conducting the troubleshooting. The reporter was advised to have the patient replace the cartridge; the reporter indicated that during the load cartridge step, the pump expelled all of the insulin from the tubing. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step and the issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review multiple "loss of prime" warnings due a zero force after just 2 days of use, the pump is pretty new and has been used for just 1-2 days. The pump power up normally and performed "ez-prime" steps and was primed successfully. Force sensor calibration reading found above specifications. The pump gave an "occlusion" alarm after couple minutes after executing a 1u/h basal program, pump failed 24hrs run test. The cover was removed and the printed circuit board was inspected. A component was found misaligned and shifted in the force sensor circuit. Force sensor resistance reading is within specification. Ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that loss of cartridge detection had occurred. The pump powered on normally. The rewind, load, and prime steps were completed successfully. A force sensor calibration test was performed and the pump was found to be out of calibration. The pump was exercised and an occlusion alarm and was unable to complete 24 hour testing. The pump was opened and a force sensor circuit component was found to have shifted on the printed circuit board.